Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up after experiencing episodes of lethargy, dyspnea, and decreased quality of life. Upon device interrogation, the patient's left ventricular lead exhibited loss of capture due to dislodgement. The patient is suspected to have twiddler's syndrome. The lead was explanted and replaced. The patient's condition was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.